Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to fluid loss from one of the cylinders. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected, and leak tested. The first cylinder had a hole in the proximal end of the cylinder from a sharp instrument. The second cylinder had buckling at folds in the proximal end of the cylinder. Both cylinders passed leakage test and passed pressure test. The pump was visually inspected and functionally tested. The pump passed the leak test, functional testing, and visual inspection as there were no visual damages or abnormalities found. Based on the information available and analysis results, analysis was unable to confirm the reported clinical observations and the cause was not established.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to fluid loss from one of the cylinders. No patient complications were reported.